Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, thrombus, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per a report from venogram: "after the initial ij puncture, vena cavagram was performed which demonstrates an infrarenal gunther tulip filter in appropriate positioning. There is a small filling defect noted within the filter consistent with a small trapped thrombus. This appears to be approximately 5mm in diameter. Curvilinear filling defect is appreciate on the initial venogram in the region of the renal vein inflow." Per a report from computerized tomography (CT): "all 4 of the metallic struts project outside of the ivc wall. The left posterior strut extend at least 1.2 cm in length outside of the ivc and extends close to the anterior margin of the l2 vertebral body. The left anterior and right posterior struts project up to 5mm outside the ivc wall. There is no extension into the aorta or duodenum. No broken fragments are identified". "Gunther tulip type ivc filter which appears to be tilted and high in position, crossing the confluence of renal veins and located above the retro-aortic component of left renal vein. A left posterior strut extends close to the l2 vertebral body."

Event description:
It is alleged the patient received the filter due to deep vein thrombosis (dvt). Patient alleges tilt and vena cava perforation. Patient further alleges multiple pulmonary embolisms(pe) after the implant, chronic chest pain, difficulty breathing, shortness of breath, physical limitations, fear, anxiety.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis (dvt), pain, difficulty breathing, shortness of breath, physical limitations, fear, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, difficulty breathing, shortness of breath, physical limitations, fear, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.